Event description:
While deploying the stent graft, the release handle broke and delayed the final deployment of graft. They were able to release it a different way and the patient was not harmed. Tortuous anatomy and blood pressure could have played a part in the graft.